Event description:
On (B)(6) 2024, a male child had a bard 8fr power port inserted. On (B)(6) 2025, it was reported that the after insertion, the protruding line was allegedly fracture at the site, which was extended into the right atrium. The patient has been prepared for urgent removal of device a foreign object. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a male child had a bard 8fr power port inserted. On (B)(6) 2025, during the procedure, there was a guidewire left in a portacath after insertion, protruding through the line at the fracture site extending into the right atrium. It was further reported that there was a leak at the port site. The patient has been prepared for urgent removal of device a foreign object. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is confirmed for reported improper or incorrect procedure or method as the port was implanted with the stylet and the line was cut to length without detecting the thin stylet which is against the IFU. The investigation is inconclusive for the reported suction issue, difficult to flush, fluid leak, fracture, material split, cut or torn, material separation and migration issues as no objective evidence was provided for review. Although a definitive root cause could not be determined. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D1, d4 (medical device catalog #, medical device lot #, medical device expiration date), g3, g4 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a male child had a bard 8fr power port inserted. On (B)(6) 2025, during the procedure, there was a guidewire left in a portacath after insertion, protruding through the line at the fracture site extending into the right atrium. The patient has been prepared for urgent removal of device a foreign object. The current status of the patient was unknown.